Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(6). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor reported that the driver does not assemble properly with the implant. The procedure was completed with other driver.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the that the driver had signs of use, wear. The driver's iso-latch was worn out. During a functional test the driver did not assemble with the implant as intended. The length of the driver's usage is unknown. Complainant reported that the driver does not assemble properly with the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events.

Event description:
No further event information is available at the time of this report.